Event description:
The customer reported that he was hospitalized due to high blood glucose levels. The customer stated that his infusion set has been disconnecting at the quick release, causing his blood glucose to elevate past 1000 mg/dl. The customer did not have the insulin pump with him and was unable to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.